Event description:
It was reported to boston scientific corp in 2008, that a pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure. According to the complainant, post-procedure, the patient's partner could "feel something in her vagina." The physician planned to trim one of the mesh arms on the patient's left side the following month. No further info about this case has been forthcoming.

Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date cannot be determined. The device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.